Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.